Event description:
It was reported that the programmer would connect to the software distribution network (sdn) and the software to install was listed, but would not progress. Technical support (ts) discussed cycling power and wiggling xircom card. The programmer has now been returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to be loaded with upgraded software and it was attributed to an out of specification modem card, which was replaced. Analysis also found that the radiofrequency programmer head connector was loose and therefore the link electronic module printed circuit board assembly was replaced and calibrated. Product ID: 229047 software analyzer. (B)(4).